Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited high capture threshold. No intervention was performed. The patient was stable throughout.